Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the low disk space warning. To resolve the issue, fse recreated image store. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was given low disk space warning. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.